Event description:
A physician reported that during implantation surgery with the implantable phakic lens (ipcl) along with a viscoelastic product surgeon noticed a roundish fogging between the ipcl and the lens, after injecting ipcl which was not observed before. The surgeon suspected that tiny air bubbles were emulsified behind the ipcl which were not aspirated through the port. The patient was not affected with persistent vacuoles under anterior lens capsule, achieved full visual acuity and inpatient stay was not necessary. Additional information has been requested and none received till date. This report pertains to the 25 years old patient reported by same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.4, h.4, h.6 and h.10. Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As all testing results were within specification for this batch and no sample was returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).